Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) could see all other devices, but when trying to connect, it gave a connection error caused by a central nurse's station (cns) hard drive failure. The customer received a new hard drive and returned his defective hard drive. The cns itself was not returned to nihon kohden. The customer only returned the defective hard drive that was in the cns. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) could see all other devices, but when trying to connect, it gave a connection error caused by a central nurse's station (cns) hard drive failure.